Event description:
Additional information noted the baker grade to be baker grade IV. Patient additionally reported breast appear distorted, pain, discomfort, severe anxiety, embarrassment, and patient is concerned about risk of cancer.

Event description:
Patient reports breast appear distorted, pain, discomfort, severe anxiety, embarrassment, and patient is concerned about risk of cancer. Healthcare professional later confirms left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation visual analysis of the returned device identified, the weight the device within specification, crease fold, deformation, wear abrasion, and cloudy color in the gel. A microscopic analysis was performed which identified: no other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports left side capsular contracture, baker grade unknown. The device remains implanted.